Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. Code (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2019, a patient underwent endovascular treatment of a chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctagac). The patient underwent an total arch replacement and an elephant trunk prior to the endovascular treatment on (B)(6) 2019. On unknown date, a paraplegia occurred. On unknown date, a distal stent graft-induced new entry (dsine) was observed on the distal side of the device. On (B)(6) 2021, the patient underwent endovascular treatment for other disease using gore® tag® conformable thoracic stent graft with active control system (ctagac) and the dsine was also covered the device. The patient tolerated the procedure. The physician stated that the cause of the paraplegia might be embolization of intercostal artery due to thrombosis of the false lumen after the tevar. Reportedly, the paraplegia is now somewhat improved. It has not been confirmed but the paraplegia might have occurred within 5 days of implant and required therapy, a spinal drain placement and a rehabilitation.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code 2448 ¿ paralysis of the legs and lower part of the body. H6: code 3160 ¿ spontaneous or induced tear within the wall of a blood vessel. H6: code 4614 ¿ a severe injury, illness or impairment which requires hospitalization or medical intervention. H6: code 2993 ¿ an adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. H6: code 4111 ¿ the investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. H6: code 4114 ¿ the actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. H6: code 213 ¿ the device either functioned as intended or a problem was not found. H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code 2448 ¿ paralysis of the legs and lower part of the body. H6: code 3160 ¿ spontaneous or induced tear within the wall of a blood vessel. H6: code 4614 ¿ a severe injury, illness or impairment which requires hospitalization or medical intervention. H6: code 2993 ¿ an adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. H6: code 515 ¿ tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. H6: code 4111 ¿ the investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. H6: code 4114 ¿ the actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. H6: code 213 ¿ the device either functioned as intended or a problem was not found. H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.